Manufacturer narrative:
PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane mac-loc locking loop multipurpose drainage catheter placed on (B)(6) 2018 was found to leak at the hub. A left kidney nephrostomy replacement procedure was performed. As reported, the patient did not experience any adverse effects due to this occurrence and has since been discharged from the hospital in stable condition.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation - evaluation a review of the documentation, instructions for use (IFU), specifications, as well as a visual inspection and dimensional verification of the returned device were conducted during the investigation. One mac loc catheter was returned in used and separated condition. A leak test was unable to be conducted, as the catheter tubing had separated from the proximal hub. A twist test revealed that the proximal assembly was secure. Upon removal of the connector cap, the suture string was found to be slightly wound in the threads. Dimensional analysis confirmed that the device and components were manufactured to the correct specifications and tolerances. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Appropriate measures have been taken to address this failure mode. The appropriate personnel will be notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.